Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from fdf to fds and 510(k) number.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation was unable to confirm the reported event. The evaluation found the bending section rubber glue cracked; however, there was no device fragment missing from the scope. The source of the foreign object could not be determined. The device was serviced and returned to the user facility. The exact cause of the reported event could not be determined as there are was no missing fragments found within the scope; however, the most probable cause could be attributed to insufficient brushing of the channels during reprocessing. The reprocessing instruction manual states, ¿be sure to thoroughly brush the inside of the instrument channel, the instrument channel port, the suction channel, and the suction cylinder of the endoscope. Insufficient brushing may pose an infection control risk.¿

Event description:
Olympus was informed that during a diagnostic gastroscopy procedure, a black piece of foreign object measuring approximately 1 inch long came out of the scope and fell inside the patient. The foreign object was retrieved. No x-ray was needed and the procedure was completed using the same scope. No patient injury.